Event description:
Swan was placed and, 2 days later, rn was unable to draw blood from the swan. Fellow tried to troubleshoot but was also unable to draw blood - swan was removed (clotted?). Second catheter (different patient) swan placed in operating room - it was found occluded the next day. It was removed and not replaced.